Manufacturer narrative:
(B)(4). The healthcare professional reported that the (B)(6)-year old female patient with no pre-existing medical conditions but has a family history of aneurysmal subarachnoid hemorrhage underwent the pulserider stent-assisted coil embolization procedure to treat a basilar tip aneurysm with the following dimensions: 5.9 mm height, 6.7 mm width, and a 5.7 mm neck. The patient's baseline neurological status was asymptomatic prior to the index procedure. Prior to the procedure, the patient was prescribed plavix (300mg loading dose) / ascal (100mg/day) on (B)(6) 2018. The patient was not tested for anti-platelet sensitivity. The patient received 5000 ui of heparin at the start of the procedure; minimal heparin was administered during the procedure via IV drip. Baseline and post heparin activated clotting time (act) levels were not monitored / measured. The procedure involved the following: the pulserider t, 3mm, 8mm arch device (201e / w3174) was placed and deployed in the extra-aneurysmal orientation using the prowler select plus straight 150cm x 5cm microcatheter. After the pulserider device was deployed, 8 stryker target coils were placed in the aneurysm using the stryker sl-10 microcatheter. The procedure was considered a technical success. There was no issues or malfunctions during the placement of the pulserider device. The pulserider was noted to be in good position with the coils maintained within the aneurysm sac during the post-procedure testing. The issue occurred after the procedure. It was reported that the patient was initially conscious after the procedure but only for 1 to 2 hours. The patient underwent the standard neurological / clinical tests and has wide left pupil and an emv (eye, motor, verbal) decrease of 3 points. Computed tomography angiogram (cta) showed total occlusion of the posterior branches. The images showed thrombi at the pulserider stent and vessel wall and thrombi between the pulserider stent and the coil mass. Two bottles of reopro and 20ml of local recombinant tissue plasminogen activator (rtpa) was given as thrombectomy was not possible. The patient also suffers from bleeding in the throat due to the intubation tube and high dose of anticoagulant. There is no evidence of aneurysm / vessel rupture. The physician opined that the thrombotic event was related to the pulserider device. It was reported that a possible medical rationale for the thrombi was due to reduced sensitivity to aspirin / plavix or heparin induced thrombosis. The patient is reported as currently suffering from an amnestic syndrome after an infarction on the right and left of the thalamus. Review of procedure images was performed on (B)(6) 2018, per reviewing physician, there appears to be clot formation on the stent despite dual antiplatelet therapy. This is likely secondary to the patient being a poor responder to aspirin / ascal and plavix. The patient was not tested for sensitivity prior to treatment. The reviewing physician also noted that particularly in the right posterior cerebral artery (pca) more than the left pca, the wing of the pulserider device appeared to be in the middle of the vessel rather than opposed to the top of the vessel. The thrombus formation appears to be mainly between the pulserider device and the aneurysm neck. This placement of the device may be real or a mis-interpretation of the imaging due to parallax and the limited angiographic imaging available to me at this time. The pulserider device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (w3174) presented no issues during the manufacturing or inspection processes related to the reported complaint. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. There was no report of any malfunction with the pulserider stent. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Thrombosis is a known potential complication associated with the pulserider device. The root cause of the event cannot be conclusively determined; however, procedural/patient factors appear to have contributed to the event. Anti-platelet medications and insufficient heparin administration may have placed the patient at risk for thrombosis. The patient was not tested for anti-platelet sensitivity. There was no mention of damage to the vessel or aneurysm that may have caused the bleeding. It was mentioned that there may have been a malposition of the pulserider based on film review, but it was confirmed that the pulserider was noted to be in good position with no technical issues or malfunctions. The finding on the image review was most likely the result of mis-interpretation of the imaging due to parallax as stated in the review. Based on the information available, the event meets MDR reporting criteria as a serious injury. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the (B)(6)-year old female patient with no pre-existing medical conditions but has a family history of aneurysmal subarachnoid hemorrhage underwent the pulserider stent-assisted coil embolization procedure to treat a basilar tip aneurysm with the following dimensions: 5.9 mm height, 6.7 mm width, and a 5.7 mm neck. The patient's baseline neurological status was asymptomatic prior to the index procedure. Prior to the procedure, the patient was prescribed plavix (300mg loading dose) / ascal (100mg/day) on (B)(6) 2018. The patient was not tested for anti-platelet sensitivity. The patient received 5000 ui of heparin at the start of the procedure; minimal heparin was administered during the procedure via IV drip. Baseline and post heparin activated clotting time (act) levels were not monitored / measured. The procedure involved the following: the pulserider t, 3mm, 8mm arch device (201e / w3174) was placed and deployed in the extra-aneurysmal orientation using the prowler select plus straight 150cm x 5cm microcatheter. After the pulserider device was deployed, 8 stryker target coils were placed in the aneurysm using the stryker sl-10 microcatheter. The procedure was considered a technical success. There was no issues or malfunctions during the placement of the pulserider device. The pulserider was noted to be in good position with the coils maintained within the aneurysm sac during the post-procedure testing. The issue occurred after the procedure. It was reported that the patient was initially conscious after the procedure but only for 1 to 2 hours. The patient underwent the standard neurological / clinical tests and has wide left pupil and an emv (eye, motor, verbal) decrease of 3 points. Computed tomography angiogram (cta) showed total occlusion of the posterior branches. The images showed thrombi at the pulserider stent and vessel wall and thrombi between the pulserider stent and the coil mass. Two bottles of reopro and 20ml of local recombinant tissue plasminogen activator (rtpa) was given as thrombectomy was not possible. The patient also suffers from bleeding in the throat due to the intubation tube and high dose of anticoagulant. There is no evidence of aneurysm / vessel rupture. The physician opined that the thrombotic event was related to the pulserider device. It was reported that a possible medical rationale for the thrombi was due to reduced sensitivity to aspirin / plavix or heparin induced thrombosis. The patient is reported as currently suffering from an amnestic syndrome after an infarction on the right and left of the thalamus.

Manufacturer narrative:
(B)(4). [Conclusion]: the healthcare professional reported that the (B)(6) female patient with no pre-existing medical conditions but has a family history of aneurysmal subarachnoid hemorrhage underwent the pulserider stent-assisted coil embolization procedure to treat a basilar tip aneurysm with the following dimensions: 5.9 mm height, 6.7 mm width, and a 5.7 mm neck. The patient's baseline neurological status was asymptomatic prior to the index procedure. Prior to the procedure, the patient was prescribed plavix (300mg loading dose) / ascal (100mg/day) on (B)(6) 2018. The patient was not tested for anti-platelet sensitivity. The patient received 5000 ui of heparin at the start of the procedure; minimal heparin was administered during the procedure via IV drip. Baseline and post heparin activated clotting time (act) levels were not monitored / measured. The procedure involved the following: the pulserider t, 3mm, 8mm arch device (201e / w3174) was placed and deployed in the extra-aneurysmal orientation using the prowler select plus straight 150cm x 5cm microcatheter. After the pulserider device was deployed, 8 stryker target coils were placed in the aneurysm using the stryker sl-10 microcatheter. The procedure was considered a technical success. There was no issues or malfunctions during the placement of the pulserider device. The pulserider was noted to be in good position with the coils maintained within the aneurysm sac during the post-procedure testing. The issue occurred after the procedure. It was reported that the patient was initially conscious after the procedure but only for 1 to 2 hours. The patient underwent the standard neurological / clinical tests and has wide left pupil and an emv (eye, motor, verbal) decrease of 3 points. Computed tomography angiogram (cta) showed total occlusion of the posterior branches. The images showed thrombi at the pulserider stent and vessel wall and thrombi between the pulserider stent and the coil mass. Two bottles of reopro and 20ml of local recombinant tissue plasminogen activator (rtpa) was given as thrombectomy was not possible. The patient also suffers from bleeding in the throat due to the intubation tube and high dose of anticoagulant. There is no evidence of aneurysm / vessel rupture. The physician opined that the thrombotic event was related to the pulserider device. It was reported that a possible medical rationale for the thrombi was due to reduced sensitivity to aspirin / plavix or heparin induced thrombosis. The patient is reported as currently suffering from an amnestic syndrome after an infarction on the right and left of the thalamus. Review of procedure images was performed on (B)(6) 2018, per reviewing physician, there appears to be clot formation on the stent despite dual antiplatelet therapy. This is likely secondary to the patient being a poor responder to aspirin / ascal and plavix. The patient was not tested for sensitivity prior to treatment. The reviewing physician also noted that particularly in the right posterior cerebral artery (pca) more than the left pca, the wing of the pulserider device appeared to be in the middle of the vessel rather than opposed to the top of the vessel. The thrombus formation appears to be mainly between the pulserider device and the aneurysm neck. This placement of the device may be real or a mis-interpretation of the imaging due to parallax and the limited angiographic imaging available to me at this time. The pulserider device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (w3174) presented no issues during the manufacturing or inspection processes related to the reported complaint. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Thrombosis, stroke, and device migration are known potential complications associated with the pulserider device. The root cause of the event cannot be conclusively determined; however, procedural/patient factors appear to have contributed to the event. Anti-platelet medications and insufficient heparin administration may have placed the patient at risk for thrombosis. The patient was not tested for anti-platelet sensitivity. There was no mention of damage to the vessel or aneurysm that may have caused the bleeding. It was mentioned that there may have been a malposition of the pulserider based on film review. Based on the information available, the event meets MDR reporting criteria as a serious injury. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this supplemental MDR is to correct the device codes from 4003 that was reported on the first supplemental 3500a submitted on 11/19/2018, back to 2993 as originally reported on the initial 3500a submitted on 10/31/2018. Based on the additional event received on 11/26/2018, it was confirmed that there was no device migration and no device malfunction associated with the reported adverse event. [Conclusion]: the healthcare professional reported that the 61-year old female patient with no pre-existing medical conditions but has a family history of aneurysmal subarachnoid hemorrhage underwent the pulserider stent-assisted coil embolization procedure to treat a basilar tip aneurysm with the following dimensions: 5.9 mm height, 6.7 mm width, and a 5.7 mm neck. The patient's baseline neurological status was asymptomatic prior to the index procedure. Prior to the procedure, the patient was prescribed loading doses of plavix (300mg) and 100mg daily on 10/10/2018. The patient was not tested for anti-platelet sensitivity. The patient received 5000 ui of heparin at the start of the procedure; minimal heparin was administered during the procedure via IV drip. Baseline and post heparin activated clotting time (act) levels were not monitored / measured. The procedure involved the following: the pulserider t, 3mm, 8mm arch device (201e / w3174) was placed and deployed in the extra-aneurysmal orientation using the prowler select plus straight 150cm x 5cm microcatheter. After the pulserider device was deployed, 8 stryker target coils were placed in the aneurysm using the stryker sl-10 microcatheter. The procedure was considered a technical success. There were no issues or malfunctions during the placement, deployment, and implantation of the pulserider device. The pulserider device was firmly implanted at the desired location and position. The pulserider was attached to the vessel wall and noted to be in good position with the coils maintained within the aneurysm sac during the post-procedure testing. At the end of the procedure, it was confirmed that no thrombus was visible. The issue occurred after the procedure. It was reported that the patient was initially conscious after the procedure but only for 1 to 2 hours. The patient underwent the standard neurological / clinical tests and has wide left pupil and an emv (eye, motor, verbal) decrease of 3 points. Computed tomography angiogram (cta) showed total occlusion of the posterior branches. The images showed thrombi at the pulserider stent and vessel wall and thrombi between the pulserider stent and the coil mass. Two bottles of reopro and 20ml of local recombinant tissue plasminogen activator (rtpa) was given as thrombectomy was not possible. The patient also suffers from bleeding in the throat due to the intubation tube and high dose of anticoagulant. There is no evidence of aneurysm / vessel rupture. The treating physician confirmed that the device was attached to the vessel wall with no device migration or device malfunction. A possible medical rationale for the thrombi is a lack of response to anti-platelet medications (plavix and ascal/aspirin) or heparin induced thrombosis. The patient was not tested for anti-platelet sensitivity. The patient is reported as currently suffering from an amnestic syndrome after an infarction on the right and left of the thalamus. On 11/26/2018, the sales representative spoke to the treating the physician and reported the following additional information. The pulserider device remained attached to the vessel wall with no thrombus between the device attachment and the vessel. During the image review, it appeared that the wing of the pulserider device was in the middle of the vessel rather than opposed to the top of the vessel, it was also stated that this may have been real or a misinterpretation of the imaging due to parallax and limited angiographic imaging to review. Additional review of the images confirmed that there was no device migration. The reviewing physician did not think that the device was responsible for the event. The pulserider device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (w3174) presented no issues during the manufacturing or inspection processes related to the reported complaint. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. In addition, it was confirmed that that there was no device migration or device malfunction related to the pulserider during the procedure. As such, the investigation will be closed. The information provided in the complaint and the additional information received did not indicate any device malfunction that could have contributed to the reported adverse event. The lot history record review for this lot (w3174) confirms that the lot met release specifications. Thrombosis and stroke are known potential complications associated with the pulserider device. The root cause of the event cannot be conclusively determined; however, procedural/patient factors appear to have contributed to the event. Lack of response to anti-platelet medications may have placed the patient at risk for thrombosis. The patient was not tested for anti-platelet sensitivity. There was no mention of damage to the vessel or aneurysm that may have caused the bleeding. The treating physician confirmed that the device was attached to the vessel wall with no device migration or device malfunction. Based on the information available, the event meets MDR reporting criteria as a serious injury. The code of migration was removed as it was confirmed that there was no device migration or malfunction. There has been no increase in trending of thrombotic events associated with the pulserider. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.